Event description:
Wound vac used from (B)(6) 2010-(B)(6) 2010. On (B)(6), notified by physician, piece of foam removed from abdomen. On (B)(6) 2010, phone call from physician, states he removed piece of gray foam from pt's abdomen in office. Pt is okay. This woman had been under the care of home health from (B)(6) 2010 -(B)(6) 2010. Visits made by rn: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). Visits made to physician: (B)(6), (B)(6). Wound vac started (B)(6); discontinued (B)(6) 2010. Kci notified: (B)(6) 2010.